Event description:
It was reported that during a routine pulse generator change out, the lead exhibited an insulation abrasion. The electrical measurements were within normal product specifications. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.